Event description:
It was reported that 12 hrs post op after a lap cholecystectomy, the pt was re-admitted to the or due to abdominal pain. After an x-ray they documented 600 cc's of blood in her abdominal cavity, the pt was re-admitted and had an open procedure the following morning resulted in locating 2 or 3 clips that were pear shaped. Suturing was used to close the opening. Pt is now stable.

Manufacturer narrative:
Information not available, device not returned for analysis.